Manufacturer narrative:
Due to character restrictions in block (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit went into "standby". The customer was advised to put the patient on the cardio save unit which was not in use at the time. There was no patient harm or injury reported

Manufacturer narrative:
Updated fields; b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; d4 (uid). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found autofill errors in the log. The fse ran the pump on the trainer for 24 hours, and the errors did not come up. The fse also confirmed that the transducers were within the specifications. The unit passed all functional and safety checks to meet factory specifications, and was returned to the customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.